Manufacturer narrative:
Trackwise # (B)(4). The lot # 25152740 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, when the phisician used the hemopro2,phisician confirmed the tip of jaw peeled off. Nothing fall into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, when the physician used the hemopro2,physician confirmed the tip of jaw peeled off. Nothing fall into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.